Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa02mar2007 letter.

Event description:
Customer reported giving herself extra insulin after receiving a "hi" reading from her precision xtra meter. The customer reportedly lost consciousness afterward and reported symptoms including, "dizziness and confusion". She treated herself with glucose gel and sweet tea. There was no report of third-party medical intervention or hospitalization. An investigation into the details of this event is in process.